Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of a noise at start-up and that occasionally it heated up after being turned on for a longer period and it was attributed to a noisy fan and the cooling fan was therefore replaced. The device was cleaned and it then passed its electrical safety as well as all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer sometimes begins making a louder noise after being turned on for more than 30 minutes and that it occasionally heats up after being turned on for a longer period. The programmer was not returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.